Event description:
It was reported that an ilet pump experienced repeated alert 38 motor stall events during rewind, with multiple restarts attempted by the user and by guided support, after which a replacement device was arranged, and the user reverted to backup therapy while blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and continued diabetes management using backup therapy and a cgm application or receiver. Investigation included review of alarm history and user troubleshooting, including device restart and rewind attempts, and coordination for device return. Investigation of this device revealed a recurrent motor stall during the insulin delivery rewind sequence consistent with a device mechanical or drive-train malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device-related mechanical malfunction not attributable to user operation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.